Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after an upgrade procedure and after implanting a new system an x-ray was performed one-day post implant and it was noted that the right ventricular (rv) lead had dislodged. A revision took place and the implant location of the rv lead was changed with no problems. During the same revision it was noted that this left ventricular (lv) lead had migrated thus the lead was also repositioned. No additional adverse patient effects were reported.